Manufacturer narrative:
Only the patient's report year of birth (1983) is valid as the year of birth was the only information provided by the customer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient who underwent a thrombectomy procedure on (B)(6) 2022 in which a react-71 aspiration catheter was used to retrieve clot in the left middle cerebral artery (mca)m1 segment. Pre-procedure mrs was 0 and nihss was 23. Tici 3 was achieved in the procedure. There was no reported device deficiency or malfunction during the procedure. Post-operatively, on (B)(6) 2022, the patient had mass effect edema with midline deviation. Non-contrast CT on (B)(6) 2022 confirmed midline shift of 11mm. The event led to a fatal patient outcome on (B)(6) 2022. The event was determined to be caused by the patient's index stroke and possibly related to the procedure but was not related to the react-71 catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the site has assessed the adverse event ¿cerebral edema¿ as fatal. Baseline mrs 0, nihss 23, tici indeterminant. Final tici 3, 24 hour post op nihss 22, worsening cerebral edema with mass effect on 24 hour follow up imaging.